Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Visual and functional testing were performed. Visual inspection of the device revealed that the top and bottom case was broken in several places. There was a system failure: primary audible alarm post during power up. The c-9 capacitor missing from the interconnect board. During occlusion testing, motor rate error was duplicated. Root cause of the reported issue was found to be normal wear. A combination of motor assembly, worm gear, leadscrew and clutch halves were found old, dirty and worn out. Replaced motor assembly, worm gear, leadscrew and clutch halves. Performed occlusion testing and all functional tests which passed. UDI is unknown. No product information has been provided to date.

Event description:
It was reported that there was a motor rate error. No patient injury was reported.